Event description:
It was reported that the intraocular lens (iol) was removed from the patient's left eye as the surgeon thought the lens had a tear. However, the surgical technician did not observe any tear on it. Moreover, there was no patient injury and no other intervention was required. The patient was doing fine post-operation. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed in the initial surgery. If explanted, give date: not applicable, as lens was removed in the initial surgery. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.